Event description:
The hcp reported that patient had been experiencing pain. At refill, it was noted there was more duramorph in the reservoir than there should be. The duramorph concentration was increased. The patient's pain has been helped by the increased concentration of drug.